Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes returned to manufacturer on: 31-oct-2023 h.6. Investigation summary: this complaint is for misidentification of escherichia coli as citrobacter brakii and proteus mirabilis as e. Coli when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213003. The customer provided phoenix generated lab reports, binary files, isolates and panels for the investigation. The lab reports show identification results of c. Brakii and e. Coli with the complaint batch. The isolates were verified as e. Coli (sj-5) and p. Mirabilis (sj-6) with bruker maldi biotyper. To investigate, one customer returned panel each from complaint batch 3213003 was tested using customer returned isolate e. Coli sj-5 and p. Mirabilis sj-6 on a phoenix m50 machine and evaluated for identification results. Then, three retention panels each from complaint batch 3213003 were tested using qc isolate e. Coli a25922 and p. Mirabilis a29906 on a phoenix m50 machine and evaluated for identification results. Last, two control panels each from the same material but different batch were tested using qc isolate e. Coli a25922 and p. Mirabilis a29906 on a phoenix m50 machine and evaluated for identification results. All twelve panels identified their inoculated isolate correctly, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation a review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on complaint batch 3213003, related to this defect and also not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h10.

Event description:
Report 2 of 2 it has been reported that the panel phoenix nmic/ID-307 has been found experiencing misidentification. No patient impact was reported. The following has been provided by the initial reporter: did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): 2 mis-ids if yes¿was patient treatment changed in result of erroneous results (provide details): no did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? No patient #2: 1st run: ID = e. Coli 2nd run: ID = proteus mirabilis culture source: urine final ID was reported as proteus mirabilis.

Manufacturer narrative:
G.5. PMA/510(k)#: the panel phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k032299, k061355, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k032655, k062944, k060444, k063811, k151320, k063301, k031530, k060447, k023634, k020322, k132674, k023858, k071623, k031699, k060447, k024153, k060214, k042932 h.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2 it has been reported that the panel phoenix nmic/ID-307 has been found experiencing misidentification. No patient impact was reported. The following has been provided by the initial reporter: did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): 2 mis-ids if yes¿was patient treatment changed in result of erroneous results (provide details): no did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? No patient #2: 1st run: ID = e. Coli 2nd run: ID = proteus mirabilis culture source: urine final ID was reported as proteus mirabilis